Event description:
Customer called complaining of having pain all the time. She can't walk, bending is impossible, can't sleep. She went to 20 doctors. They all said we don't know what to do, what to tell. Pt has done 3 CT scan which showed nothing. Pt applies pain patch (fentanyl) for her pain. She stated that she is tired of being in pain all the time and not being able to work.